Event description:
It was reported that during a robotic prostatectomy procedure, the motor would not function. There was no battery power and the device would not fire. This occurred on the first firing with a green cartridge. No additional information was available. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Damaged release button, premature sled movement. The analysis found that one pse45a device was returned in good visual condition and with an ecr45g partially fired 1/10 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the device was found to have the clamping mechanism damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and the release button were noted to be worn and damaged in the area where both components interact. This damage suggests the closure trigger was pulled forcing the device to open with the knife not returned to the home position. When the instrument is partially fired, the knife reverse switch has to slide forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The batch record was reviewed and no anomalies were noted during the manufacturing process.